Event description:
Customer reported IV piggyback started backing up into primary bag. It was noticed because the secondary medication is yellow. There was no pt harm reported and medical intervention was not required. Customer states that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.